Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 400-499 mg/dl, 150 mg/dl and 70-79 mg/dl within 10 minutes on the active s system. No actions were reported taken or treatment received. A request was made for the return of the affected product. Reporter discarded the strips and so, no product will be returned for evaluation.